Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the ER after receiving multiple shocks for af with rvr. Possible hv lead issue and possible hv circuit damage alerts were noted. Out of range low, hvli was also noted. Additional shocks were received after programming configurations changed. Programming changes were made. Lead revision and the ICD assessment was planned. The patient was stable.